Event description:
A dealer has called in to technical services. It was reported the right motor is failing. Reportedly the end user is getting stuck in traffic and outdoors intermittently. A new right motor has been sent. No injury. Any further evaluation or information will be provided in a supplemental report.